Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital with fatigue. Review of stored egms revealed noise leading to inhibition of pacing. It was suspected that the lead was not capturing properly. Imaging revealed the lead had dislodged. The lead was explanted and replaced with no adverse consequences. The patient will be monitored.